Event description:
The customer reported they had questions regarding the error code 110d indicating a check vent: proximal pressure sensor range error. The customer indicated that he has a ventilator that during the nav-ring service repair the philips field service engineer (fse) noticed a code 110d. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue via the error code, however, the customer could not duplicate the reported issue. The fse reported he was unable to complete the service until biomed addressed the issue. This unit has been running on and off patients for over 3 months and the issue did not return. The service manual states to cycle the ventilator power to reset proximal pressure sensor. The customer had this unit run and no issues found and plans to perform the performance verification test. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.